Event description:
The customer states they have been getting high readings. The customer tested blood glucose and received a result of 507mg/ld and on a different device the result was 44mg/dl. The customer was sweaty and called the dr and was told to call paramedics. The emergency medical tech arrived and tested blood glucose and received a result of 47mg/dl. The customer was given pineapple juice by spouse and the paramedics gave the customer glucose and transported pt to the hosp where they were given an IV. The customer was using expired controls. A request was made for the return of the suspect device and replacement product was sent.